Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained right ventricular oversensing determined to be myopotential oversensing was observed on the implantable cardiac defibrillator. The low attenuation filter was turned off to correct the issue. The patient had no symptoms.